Event description:
The following description was provided by the healthcare facility, "hand packs with 15 blades have been broke multiple times just using a needle holder to place it on a knife handle. Blades are breaking off in preparation for and during surgeries. It was removed from the sterile field. Not in the patient. This is happening while the scrub techs are placing the blades on knife handles."

Manufacturer narrative:
The following response was sent to the customer, "thank you for bringing this customer complaint to our attention. Reading through the description summary it is very similar to your previous two complaints (B)(4), we are also unsure whether this blade has broken whilst fitting it to a handle or during surgery. Due to it stating that blades are breaking in preparation for and during surgeries, we feel this needs to be reported to the relevant competent authorities as it falls into the category of an adverse incident. With us not having the blade in question or sample blades from the same shelf box or lot number returned, we are unable to test the heat treatment hardness on our calibrated testing machine to ensure the blade had been manufactured to the surgical blade standard bs 2982. With you providing us with the lot number, we can inform you that apart from your previous complaint (B)(4), we have received no further complaints regarding blades breaking of which (B)(4) carbon sterile sm15 blades were produced and sold on this lot number. We have also been unable to detect any recorded problems through our in-process records that could be linked to this complaint. We hope that you will understand that we are finding it difficult to provide you with any further comments due to the lack of information provided and having no sample blades to test. If sample blades and further information were to become available and returned, we would be able to provide you with a follow-up report. If we can be of any further assistance, please do not hesitate to contact us. We have been unable to establish how this blade has broken due to us receiving very limited information and not having any sample blades returned for us to test. We believe no corrective action is required as we have been unable to establish the root cause due to us receiving very limited information and not having any sample blades returned for us to test. We believe no preventive action is required as we have been unable to establish the root cause due to us receiving very limited information and not having any sample blades returned for us to test."